Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. It was reported that the audio bolus button was under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/29/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/11/2015 with the following findings: during a visual inspection of the pump, the bolus button cover was observed to be torn; however, the button responded properly to user presses. The complaint was not duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Additionally, the returned battery cap threads were stripped; a test cap was used to complete investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).